Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2017-07970, reference MFR. Report#: 1627487-2017-07971. It was reported the patient is experiencing discomfort at the ipg site. X-rays determined the lead adapters are on top of the ipg, rather than underneath. The patient may be pending surgical intervention to address the issue.

Event description:
Device 1 of 3, reference MFR. Report#: 1627487-2017-07970. Reference MFR. Report#: 1627487-2017-07971. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017, where the ipg pocket was opened and the physician repositioned the adapters to the side of the ipg resolving the issue.